Event description:
It was reported that customer device was not recognized when attempting to upload pump data through a data management program, even though pump was recognized in device management tools. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to update drivers, restart computer, and try another computer, but issue persisted, so customer support arranged for replacement pump while customer continued to use current pump and was instructed on returning problematic pump in storage mode using a pre-paid label.